Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection and functional tests were performed. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional defects and malfunctions found with the device. Sample analysis verified the reported event as system error 2070, related to faulty software (software eproms) which was scrapped and replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified failure occurred during use on the homechoice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow-up report will be submitted.